Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while closing vault, the surgeon reported the suture began to fray approximately 1cm from the needle. The suture was replaced to complete the case and resolve the issue. There was no patient injury.